Manufacturer narrative:
The reported event of corroded on iui connectors file was opened to document an event that the customer reported. No product return is expected because repairs were planned for on site at the facility. No further investigation of this event is possible at this time. No device history or qn search was performed since no serial number for the suspect device was reported by the customer. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
The customer reported corrosion on iui connectors was observed during an assessment of fleet devices. No patient involvement was reported.